Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is working according to specifications. However, during investigation a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered which caused the reported faulty eap measurement results. The reason for the reported non-acceptance of the ap is unclear, as patient acceptance of audio processor for new device is similar. However a contribution of the lower-ohmic connection between coil and reference electrode cannot be excluded. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient does not accept the processor on the right ear. The patient has been re-implanted on (B)(6) 2016.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient does not accept the processor on the right ear. The patient has been re-implanted on (B)(6) 2016.